Event description:
Two pins (used to anchor the stereotaxy headring to the patient) broke during neuro surgery, allowing movement of the patient's head. The doctor manually intervened to prevent additional movement of the patient's head and to retract the micro-recording electrode. The procedure was terminated with no adverse effect to the patient.